Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of failed battery test and damaged battery cap from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she put a new battery in and it alarmed failed battery test. The customer stated that she had a hard time removing the battery cap. The customer declined to troubleshoot for the removal of battery cap. The customer was transferred to a sensor technician for further assistance.